Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the x-port isp implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510k number for the x-port isp implantable port, groshong single-lumen, 8f products is identified in d2 and g4. H10: manufacturing review: a complaint history review was performed. This is the third complaint reported for this product/lot number combination and the lot met all release criteria. The device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for these reports. Investigation summary: one introducer needle was returned for evaluation. Visual, microscopic visual and functional evaluations were performed on the returned device. The investigation is confirmed for the reported fractured needle hub and fluid leak as multiple cracks were noted on the hub of the introducer needle and further during functional evaluation, leak was noted from the cracks of the hub upon infusion. A definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 12/2021), g3. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post port placement, the connection part of the needle and syringe was allegedly found damage. It was further reported that the blood was leaked on aspiration time. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the x-port isp implantable port, groshong single-lumen,products that are cleared in the us. The pro code and 510k number for the x-port isp implantable port, groshong single-lumen, products is identified as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 12/2021).

Event description:
It was reported that sometime post port placement, the connection part of the needle and syringe was allegedly found damage. It was further reported that the blood was leaked on aspiration time. There was no reported patient injury.